Manufacturer narrative:
One device was returned for analysis. No physical damage or other anomalies were observed. Upon opening the cassette housing, two (2) black marks were found embedded in the housing. No other particulate or foreign matter was observed in the bag, and no mating device was returned for evaluation. The customer complaint could not confirm because they had mixed garbage-like impurities into the filter. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cassette had mixed garbage-like impurities into the falta. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.